Event description:
It was reported by the affiliate during a hemorrhoid procedure that, the device would cut but stapled partly. The procedure was completed by suture. There was no adverse patient consequence.